Event description:
It was reported that the user experienced fluctuating blood glucose with an episode of hyperglycemia while using the ilet, sought guidance on adjusting the target zone, and was advised to contact their healthcare provider. Symptoms included elevated blood glucose up to 230 mg/dl with high readings lasting approximately 45 minutes and pain reported by the user. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that the event was non-serious with no device malfunction identified and no healthcare utilization.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.